Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h11. The following section was corrected: d4 - primary unique device identification (UDI) number is not applicable when manufactured prior to di release date. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that one of the arms of femoral trial remover does not spring back to tight position due to spring fracture. No patient harm.

Manufacturer narrative:
(B)(4). G2:foreign-canada. Visual inspection of the returned product identified that the handle has scratches and scuffs. The spring is confirmed broken therefore making part not function properly. Review of manufacturing records cannot be performed as the DHR is not available because this instrument was manufactured by supplier prior to 2008. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.